Event description:
During a pm activity, it was noticed that, the cross arm brake was not working on the 9600+ system. It was also noticed that, the focus adjustment for the camera needs to be replaced. No patient injury was reported in regards to the identified issues.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.